Event description:
It was reported that the bed canopy system model 8060 was missing c panel and needs replacement. No pt injury reported. Inspection by posey shows that the large window b has 3 inches of the zipper element stitches broken.

Manufacturer narrative:
Panel missing, evaluation results: (other) - front side a the houdini clip is missing, and large window b has three inches of the zipper elements stitches broken. Conclusions: no conclusion can be drawn.